Event description:
During an in clinic follow up, an increased capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a lead dislodgement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.